Manufacturer narrative:
Other applicable components are: concomitant medical products: product ID 3093-28, serial# (B)(4), product type: lead. (B)(4).

Event description:
Compatibility guidelines were requested for MRI. The procedure was not due to a problem with the device or therapy. There were no symptoms reported. The patient reported lead migration/disconnection. There was activity/forced reported that could be related to this issue. Patient did not know she needed to give her body time to heal and she was very active. She had gone on vacation and was exercising. That was how the lead migrated and disconnected from the ins (stimulator). Lead migration and disconnection was never corrected. Event date was in (B)(6) 2013. Patient stated as 9 months after implant. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.